Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia and insulin pump received critical pump error alarm as well as open book image on the screen. Customer blood glucose level was 28 mmol/l and treated with insulin pen. Customer stated that insulin pump died and had to replace the battery and when they replaced the battery the insulin pump came up with the picture of insulin pump with a red x. The device will be returned for analysis.